Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code 1104 backup alarm failure alarm message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that he verified there is a code 1104 in the logs. He powered up the unit in ventilation mode and it had the same issue. He tried a different power management printed circuit board assembly (pcba) and did not solve the issues. He will try a cpu printed circuit board assembly (pcba) board software 3.00. Provided parts ID and pricing for the repair. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.